Event description:
Affiliate reported that the device appeared to have a blockage after two months of implantation. As a result the device was revised.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examination of the valves have revealed the accumulation of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A f/u report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.